Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the introducer needle fractured while in the body. Customer blood glucose level was 141 mg/dl. Customer also stated that the introducer needle was hard to remove. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found needle separated from sensor base. Inspected insertion needle for burrs or hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis. (B)(4).